Event description:
It was reported that (2) devices were used during a pulmonary alveoli removal. It was reported by the affiliate that after firing the second cartridge, put in the tsg45, the lung can be cut, but can not be anastomosis. The incision was enlarged to 3-4cm. The surgeon ended the case by sutures.